Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a flow or tidal volume failure. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer replaced the flow sensor assembly to resolve the issue.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that when the distributor ran a diagnostic test, it was observed that the flow reading was different than the values shown on the display. After the distributor replaced the flow sensor assembly, the customer decided to not have the device repaired. As a result, the new flow sensor was removed from the device, and the old flow sensor was reinstalled with the device. The device was returned to the customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.